Manufacturer narrative:
This report is submitted on on february 28, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another cochlear device.